Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11. Corrected field: e1 (event site city, event site address, event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they could not confirm the issue after running the unit for three days in the office. The executive processor board (0670-00-0770) was replaced as mentioned per the service manual and then the device was ran again for three days with no issues. The safety disk and tidal disk were replaced as preventive maintenance. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept received part number 0670000770 pcb exec processor board serial number (B)(6) with a reported unit failure of error code 115. The failure analysis and testing dept performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept installed part number 0670000770 pcb exec processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070000639 revision r. The board passed testing. The fat dept could not replicate the complaint of error 115 after running the cardiosave for two hours. The board passed testing. Retaining the board in the fat dept per procedure number (B)(4).

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) had communication error 115 . There was no harm or injury reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had communication error 115 occurred during treatment. Power cycle to restore normal operation. Treatment continued. No harm.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.